Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and lead exhibited high out-of-range pace impedance measurements and noise oversensing which led to pacing inhibition. However the pacing inhibition was less than two seconds and the patient was asymptomatic. Boston scientific technical services (ts) was contacted for assistance and discussed programming options. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the nurse elected to program the rv lead in "split" configuration with unipolar pacing and bipolar sensing. In this split configuration, normal function was observed with no oversensing. The physician and nurse have decided to continue with normal monitoring. This device remains in service. No adverse patient effects were reported.